Manufacturer narrative:
The product was not returned. A review of the device history record confirmed that the device was manufactured according to sjm specification. There was no indication the reported event was due to a device malfunction or any deficiency with the instructions for use requiring corrective action. We will continue to closely monitor the performance of this product for any significant trends.

Event description:
After ptca, the sheath was pulled out with the femostop ii applied, according to the so called rostocker modell. Everything went well, the femostop was taken away. After an hour a rebleeding occurred, during the night. To stop this, another femostop was placed on the patient for the whole night. Nobody knows who did that and with which pressure the femostop was used. On the next day after the femostop was taken away, the patient was not able to walk. He is still not mobile due to a nerve damage.